Manufacturer narrative:
The explanted products were expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) exhibited noise on the rv channel that was oversensed, resulting in nonsustained ventricular tachycardia (vt) episodes. No inappropriate shocks or inhibited pacing occurred. It was reported the pacing impedance measurements were high, out-of-range and the physician suspected a lead fracture, most likely as a result of subclavian crush. The device and lead were explanted without complication and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual examination identified a bend in the lead approximately 26 cm from the terminal pin. Resistance testing confirmed the lead was not electrically continuous and an x-ray of the lead verified it was fractured in the area of the visually-observed bend. The location and type of fracture is consistent with clavicle/first-rib entrapment.